Manufacturer narrative:
At the time of this report, an investigation has not been completed. A field service engineer will travel to the facility to investigate the issue. A supplemental medwatch will be completed if additional information becomes available.

Event description:
A perfusionist reported blood found in the crystalloid line of the mps 2 system while using all blood delivery. The report states that the crystalloid line was not connected to any source at the time and had to be manually clamped to continue with the procedure. There were no patient complications.

Manufacturer narrative:
The device was evaluated and repeatedly tested and the issue reported could not be duplicated. The device functioned within specifications. A DHR review was conducted and no anomalies were found.